Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, the ventricular lead dislodged and the physician was unable to advance the guidewire through the lead. The lead was not implanted and a new lead was placed. The patient was stable following the procedure.